Event description:
It was reported that a foreign material was found inside the packaging. A rotawire was selected for use. During preparation, once the wire was opened, it was noted that a small piece of lint was found inside the packaging. It was found before use on the patient and did not contaminate the sterile field. The procedure was completed with another of the same device. No patient complications were reported and patient was fine post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Media inspection revealed that the customer sent two images where is possible to observe a particle located inside the pouch. No more foreign matters, damages nor defects were observed. Visual inspection revealed that the guidewire was received inside of a protective hoop together with its original opened pouch. The protective hoop was carefully inspected and it did not show damages. The opened pouch was inspected and a foreign matter was found inside, adhered to the internal back surface of the pouch. The pouch did not show more residues as the observed on the inner section of the pouch. The pouch were in good condition, it was not torn nor damaged. The seal marks indicates that the pouch were correctly sealed during the manufacturing process. No more visual damages were found. Microscope inspection revealed that detailed pictures of the particle found on the inner back surface of the pouch were captured.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a foreign material was found inside the packaging. A rotawire was selected for use. During preparation, once the wire was opened, it was noted that a small piece of lint was found inside the packaging. It was found before use on the patient and did not contaminate the sterile field. The procedure was completed with another of the same device. No patient complications were reported and patient was fine post procedure.